Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to verify failed battery, off no power without low battery, battery out limit or weak battery due to blank display anomaly. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have a blank screen display. Customer also reported that there was possibly an off no power as well. Customer's blood glucose was 481 mg/dl. During troubleshooting, alarm history showed a weak battery alarm, failed, battery alarm, and battery out limit. After troubleshooting, customer was advised that insulin pump would need to be replaced.